Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. H3 other text : n/a.

Event description:
According to the available information, this complaint concerns a female patient with carcinoma in situ in the right breast, who underwent prior chemotherapy treatment and removal of the right breast (chemotherapy until on (B)(6) 2023). She received a silicone breast implant in her left breast, after adenomastectomy, prosthesis installed above the pectoral muscle with an inframammary surgical incision. After installation of the prosthesis, biatain silicone 10 x 20 cm was applied to cover the incision, directly in contact with the skin and, over the dressing, the patient received a bra-like compressive mesh. According to the nursing team's report, the dressing was reassessed on the sixth day after application, when hyperemia was found in the dressing region with the presence of a bullous lesion and serous exudate coming out of the incision. Then the patient was hospitalized for intravenous antibiotic therapy and the lesion progressed with the formation of necrotic tissue throughout the breast, reaching the areolar region. No biopsy of the lesion was performed. According to the physician's assessment, the patient's lesion is ischemic and for this reason it has progressed with necrosis. The physician believes that the event is related to the use of biatain silicone. However, he was unable to inform exactly what would be the relationship between biatain silicone and the injury. No further information is available at this time.